Event description:
It was reported that the programmer exhibited a software anomaly. The programmer was powered off which cancelled temporary settings and pacing returned to both channels. The patient had no pacing support for at leas t 30 seconds. After rebooting, subsequent capture tests were done without any further anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.